Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field h6,h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to breakdown of the image sensor unit, potentially caused by stress of repeated usage, external factors, or mishandling of the device. Alternatively, there may have been a defect in components such as the integrated circuit chip and capacitor mounted on the electric circuit board. However, root cause of the event could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited image disappeared during angulation in the right/left direction. There were no reports of patient involvement.